Manufacturer narrative:
(B)(4). Batch: unknown. The batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information requested and received: can you please provide details regarding the current patient status? The patient is fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain. Bleeding caused due to the device only cut, no stapling. In your previously provided additional information you mentioned that the device had cut and not stapled causing some bleeding. How was the bleeding controlled? How much blood was lost (ml)? Did the patient require a transfusion? No feedback from customer.

Event description:
It was reported that during the lung resection, the device could cut but could not close the tissue which result in bleeding. The surgeon changed a new device to complete the surgery. There were no adverse consequences for the patient. No additional information can be provided.